Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: plastic distal end cover on the distal end is burned, and the nozzle was clogged (with foreign objects). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: nozzle was clogged (with foreign objects), and distal end --- air water channel was clogged. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. The cause of the burned plastic distal end cover on the distal end could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device cannot be washed in the machine. This issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle clogged with foreign objects. A root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event for failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.